Manufacturer narrative:
The reported complaint of "the cool line catheter (lot # 86071) leak" was confirmed during the functional testing of the returned catheter. Noticed a hole on the molding gate of the in luer. The hole appears to be a molding defect that may show later during use. The probable root cause for the reported complaint could be a latent material defect. Upon visual inspection, no physical damage was observed. Noticed dried blood on the catheter balloons and on the distal and medial luered tubing's. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, leak was observed at the in luer connection of the catheter. The balloons did not leak during inflation and deflation. Noticed a hole on the molding gate of the in luer under the microscope. All lumens were flushed without resistance. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the cool line catheter with lot # 86071.

Event description:
During ivtm therapy, the thermogard xp ivtm system generated an "air trap" alarm and the user noticed decreasing saline volume in the saline bag. The user was unable to find the location of the leak. Suspecting leak from both the cool line catheter (lot # 92736) and the start-up kit (suk) (lot # 92781). The ivtm treatment was continued after replacing the catheter and the suk. No patient consequence was reported.